Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/25/2016, that on (B)(6) 2015, the patient experienced a rash. Date of issue is an approximation. The sensor was inserted into the arm. Patient's mother stated that the reaction occurred after sensor insertion and throughout sensor use. Reaction was located at the site of sensor placement and encompassed the adhesive patch. On (B)(6) 2015, the patient consulted with a doctor about the rash during a regular visit. During the discussion, the doctor advised the following treatment: use of over-the-counter flonase spray that was allowed to dry then combined with tegaderm and adhesive warmed with a hair dryer, followed by rock tape after sensor insertion. The patient was not prescribed any medication. At the time of contact, the patient was still experiencing skin reaction to the sensor pod adhesive. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.